Event description:
It has been indicated by the customer that due to a broken roller buffer cover, the screw used for assembling the cover has become exposed - protruding. That resulted in a minor injury of domestic cleaner's hand who trapped their hand on the screw during cleaning process. The injury has been described as "self-treated", no serious injuries have been reported.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 5000, 8000 and 9000 beds, we have found one similar fault description compared to the one investigated here: limb trapped on the exposed roller buffer cover's screw. The occurence rate observed for reportable complaints with this failure mode for enterprise bed is considered very low. (B)(4). The product involved in the incident is an enterprise 8000, model 8000ba12a12ba, serial number (B)(4) which was manufactured on 12- jan-2013. The device history record has been reviewed; no anomalies were recorded at the time of manufacture. It is also worth nothing that at the time of the incident ((B)(6) 2014) the bed was 15 years old and we are not aware of any other problems with the bed prior to the incident. Based on the provided information it has been determined that in this event the domestic cleaner has trapped her hand on the exposed roller buffer's screw during cleaning of the bed - fortunately no serious injuries have been sustained as a result. Unfortunately, despite of our best effort it is unk under which circumstances the roller buffer cover has become damaged - the only information we have received is that the damage occurred sometime before the event. It is most likely that the roller buffer has suffered an impact which caused breakage of the part, leading further to the screw becoming exposed, which is used for assemblin the cover. According to the product instructions for use (e.f. #746-435_08). Which are supplied together with each enterprise 8000b device, in section 8. Care and preventive maintenance, the bed is subject to wear and tear during use and in order to ensure that it continues to perform within its original specification, preventive maintenance procedures should be carried out regularly. Additionally, in order to reduce the risk of the damage caused by any external forces, when the bed is operated the user should make sure that obstacles such as bedside furniture do not restrict its movement. Product instructions for use warn the user that continuation of using the product if a fault is found, may compromise the safety of both patient and carer/user. It seems that in this case this warning has not been respected - the device with broken roller buffer cover had been kept in use, which lead to the hazardous situation during cleaning of the bed - domestic cleaner trapped her hand on the exposed screw. Additionally, as with all of our devices and their components care must be practiced so as to preserve the quality and life of the device and its components. Responsible care must be taken when using any part of a device that comes into contact with a patient or user. Therefore, we have recommended to retrain the customer staff to the device labeling (instructions for use) and shared the conclusion of the investigation. In summary the device failed to meet specifications, it was not used at the time of event by the patient, the 3rd party person was cleaning the device and trapped her hand on the exposed screw - fortunately there was no injuries sustained. Given the circumstances and the number of products in the market this incident appears to be a remote issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.